Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 20 mmol/l with accompanying extreme thirst. This reported condition does not meet animas¿ criteria of a reportable adverse event. The reporter alleged the display screen was dim/faded/discolored and could not safely be read. This complaint is being reported because the alleged display issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: during investigation, the pump was powered on and the display was found to dim and discolored. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.